Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. The lead was repositioned. The patients condition after the event was normal.